Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial/lot number was not provided. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed, that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the libre sensor and reported complaint. And the review did not identify any trends that would indicate any product-related issues. As there was no serial number provided, dhrs could not be reviewed for these issues. However, if the product is returned, the case will be re-opened. And a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported, a delivery delay with a replacement freestyle libre 2 sensor. The replacement device was issued. As customer had reported, the sensor filament remained in the skin after removal. Due to delivery delay, customer reported, requiring admittance for hospital and unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per the customer report of "(B)(6) 2021". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre 2 sensor. The replacement device was issued as customer had reported the sensor filament remained in skin after removal. Due to delivery delay, customer reported requiring admittance for hospital and unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.